Event description:
The customer reported that the screen was black and the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and collimator interface board were reseated. The system was tested and found to be working as intended and returned to service.